Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation: therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a habib endohpb rf catheter was used to ablate near the confluence in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. According to the complainant, on the same day as the procedure, the patient developed pancreatitis. In the physician's opinion, the pancreatitis was related to ablating near the confluence. Reportedly, the patient did not have a medical history of pancreatitis. The pancreatitis has since resolved.